Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was returned for the one malfunction. Leakage was unable to be identified during the evaluation. The root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808060 implantable port allegedly experienced fluid leak. This information was received from one source. The event involved a patient with no known impact to the patient. The 55 year old female patient, the weight was not provided.

Manufacturer narrative:
The device was returned for the one malfunction. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808060 implantable port allegedly experienced fluid leak. This information was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) year old female patient, the weight was not provided.